Manufacturer narrative:
H10: per the customer¿s response, reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a foreign object inside the nozzle. Additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, objective lens had discoloration, adhesive around objective lens was peeled, scope connector cover unit had a scratch, suction connector had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had a scratch, adhesive on bending section cover had a chip, plastic distal end cover had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had an insufficient angle. During the evaluation the following reportable malfunction was found: foreign object inside the nozzle due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.